Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported via a manufacturer representative (rep) the implantable neurostimulator (ins) was in over discharge. It was noted that the battery has been dead for years due to non-compliance. The patient could not connect with the ins. They were scheduled to have the ins jump started in 2 weeks. No symptoms were reported. The rep reported that the over discharge was not resolved. The patient does not wish to have the ins jump started as she is physically unable to charge.